Event description:
The dental implant fx3808mlc was removed from patient jaw bone on (B)(6)2017 due to loss of osseointegration around 7 years and five months after implantation. The doctor indicated that the bone loss caused the implant removal. The patient has no significant health issue. The oral hygiene around implants found to be poor.